Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. The alarm was triggered during infusion. The patient's IV access was flushed without difficulty. No patient harm or no patient injury. The event occurred while in use with patient during infusion at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
D9: device received on 11/17/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the problem was found in the device's event history log, but it was not duplicated during testing. The pump passed the downstream occlusion testing. There was no known cause of the reported issue, and the downstream occlusion (dso) seal was preventatively replaced.